Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. After changing the reagent pak and performing startup, the instrument failed the hemoglobin parameter and the leak was identified on the cover shield and rim of the wbc (white blood cell) bath. The volume was reported as 0.5 ml and the leak was contained. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer obtained a high reading on the hemoglobin voltage results and adjusted the lamp to the proper voltage. The customer then ran a prime cycle and did not observe any leaks. On (B)(4) 2014, a beckman coulter field service engineer (fse) spoke with the customer by phone and instructed the customer to inspect the wbc (white blood cell) bath. There was dried diluent on the hemoglobin cuvette as a result of the wbc bath overflow. The fse instructed the customer to remove the hemoglobin sensor housing and clean the hemoglobin cuvette to resolve the leak and the hemoglobin parameter failure reported by the customer. The customer ran shutdown, startup and quality controls all of which passed specifications and recovered results within acceptable range to verify repair performed. Identified failure mode: failure mode is dirty hemoglobin cuvette as a result of the wbc bath overflow. No erroneous results were generated. The failure mode identified is likely to generate erroneous results for hemoglobin as a result of dirty optical reading product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).